Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/3/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, the following was obtained: it was reported that "..ordered this item on several orders and have found that the suture does not stay attached to the needle it falls off with very little force if any at all .." Did the event occur during one or multiple patient procedures? Yes, during mohs/ surgery. What is the total number of procedures? 3-4 total surgeries. What is the total number of devices affected per procedure? 2 - then changed to a different suture. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None, just this complaint. Is the device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) yes, I have all defective sutures at my desk. Please send to (B)(6)- at address listed below please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)(B)(6), cma. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related reports: 2210968-2024-03223, 2210968-2024-03834.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported by the distributor per the account: the customer states they have ordered this item on several orders and have found that the suture does not stay attached to the needle it falls off with very little force if any at all they believe this is defective and they have four box with this lot. Customer would like replacement with a different lot stating they believe this lot to be. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/13/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.